Event description:
Additional information received indicates tha the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure where the device was not set to surgery mode. In turn, the ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.